Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported shutting down after emergency mode. Analysis confirmed the reported broken lcd lens. Lower case and two side bail covers are broken. Battery contacts are compressed.

Event description:
It was reported the unit was connected to a patient when it went into emergency pacing and then shut off. The unit was switched to a different one, and the situation was resolved. There were no patient complications as a result of this event. A crack in the lcd plastic was also noted.